Manufacturer narrative:
Weight, ethnicity: this information is unknown. It is unknown when non-union occurred. Additional procode: hwc. Lot number is unknown. Date of implantation is unknown. Reporter facility is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision of proximal femur plate due to pain non-union using gamma nail. Procedure was completed successfully with no reported delay. Patient outcome was stable. This report is for a 4.5 mm lcp® proximal femur plate 10 holes/283 mm-left. This is report 1 of 2 for (B)(4).